Event description:
Boston scientific received information that during a device interrogation when the patient was in the emergency room for a non-device related issue, the field representative noted that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Review of the daily measurements found that the shock impedance had been high and out of range for the last ten months. A boston scientific technical services (ts) consultant discussed troubleshooting. Additional information received from the field representative indicated that the physician will continue to monitor the patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.